Manufacturer narrative:
(B)(6). (B)(4). The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the band on the sternalock 360 implant broke while tightening. The band was removed and the surgeon secured the plate with screws. Attempts for additional information were made, but no further information has been provided at this time.